Event description:
The customer reported the system displayed a "stator not on" error. The system will not operate in this condition. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.